Event description:
It was reported that the pt was admitted to the hospital with symptoms of fever and chills due to a reported underdose. It is unk if any device troubleshooting was performed. Add'l info has been requested from the hcp but was not available on the date of this report.